Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. The images provided show two stents placed in the abdominal area. Based on the images provided, it could be confirmed that a stent segment of approximately 10 mm was fractured and migrated upwards. Potential factors that could have contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. A challenging stent placement site may be a contributing factor to this type of event. In this case, it was reported that the stent was placed to support the channel through a liver parenchyma from the hepatic vein to the portal vein. This application represents an off-label use of the device which is considered a significant contributing factor to the reported stent fracture. Also an irregular stent placement may be a contributing factor. An irregular stent placement may be a result of unintended movements or incorrect holding of the delivery system during deployment. On the basis of the information available and the evaluation of the images, a definite root cause for the event reported could not be determined. The IFU indicates that stent fracture is a potential adverse event that may occur. Also the IFU states: "maintaining a straight catheter under slight tension during stent deployment is recommended to improve placement accuracy" and "as with all self-expanding nitinol stents, careful attention during stent deployment is warranted to mitigate the potential for movement of the stent." The IFU states that the e-luminexx vascular stent is indicated for use in the iliac and femoral arteries.

Manufacturer narrative:
The event is currently under investigation. Neither the product catalog number nor the lot number of the subject device has been provided; therefore, a device history record review could not be performed. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that a stent was found to be fractured and a segment of 1 cm migrated into the right ventricle. This was found on an x-ray 1 year after stent placement during a tips procedure. Although the patient is free of symptoms right now the hospital is preparing the removal of the segment.